Event description:
I got allergan breast implants in (B)(6) of 2007. At first everything seemed fine but over the course of just a couple years having them, started having horrible pain, hormonal issues and many other concerns that caused daily problems. I had my implants explanted in (B)(6) 2019 in (B)(6) and my dr neglected to send my implants / capsules for testing even though my insurance covered my surgery. Recorded phone conversation with dr offering money in return. FDA safety report ID# (B)(4).